Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2017 which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site with retention product on (B)(4) 2017 which yielded an equivocal outcome. Immucor technical support used a remote electronic connection method on (B)(4) 2017 to assess the instrument test well images in question, which appeared weak positive with slight red blood cell adherence.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo instrument.